Event description:
It was reported that pulse generator exhibited loss of output. The device was explanted and replaced.

Manufacturer narrative:
Final analysis confirmed normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. : device evaluation anticipated, but not yet begun.